Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that she sustained a cut to her left forearm while removing a jammed reagent cartridge from a dimension vista 500 instrument. A customer service engineer was dispatched to the customer's site who: cleared the jammed reagent cartridge, cleaned the trash chute and reagent trash path, changed the automatic reagent trash to "off," smoothed out reagent trash pathway, and ran quick check and quality controls, resulting acceptably. Siemens further investigated the event and determined that the edges of the waste chute and surrounding areas are broken and smooth as per specifications. The cause of the customer's injury to the arm is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A customer sustained an injury to the arm while attempting to remove a jammed flex reagent cartridge from the top of the dimension vista 500 waste chute after the instrument produced a "trash failed" error; the customer reported that she sustained a minor cut to the arm and sought treatment at the employee health center, where she was treated by a nurse, who cleaned the injury with soap, water and antibiotic cream. The customer reported that they will not be receiving infectious disease testing and that the cut is healing normally. There were no reports of adverse health consequences due to the customer's injury to the forearm.